Manufacturer narrative:
(B)(4).

Event description:
Patient presented with a generator site infection and was referred for surgery to clean the pocket and possibly remove the device. The patient underwent surgery and their generator was removed and the pocket was cleaned. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Device history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No additional relevant information has been received to date.

Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently listed wrong event date.